Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
A (B)(6) customer received a control result of 6.5mmol/l on the contour next link 2.4. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control for evaluation. New meter, strips and control were sent to the customer.